Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a patient originally had endovascular aaa repair in 2010 with zenith aaa endovascular graft iliac leg. At a follow-up visit, it was noted that aaa growth of more than 8 cm had occurred. An endoleak had not been confirmed at that time but an open surgery was scheduled for (B)(6) 2015. During the operation, a jet-like stream was observed originating from a suture hole in the right iliac leg graft which was revealed after cutting through the aaa. At that point, the physician felt that the growth had been due to the type iii endoleak. A repair was performed which included removal of the faulty part of the graft, the suprarenal stent with sealing stent remained in the aorta and an artificial vessel was implanted. The patient was reported as ¿doing fine¿ after the procedure.